Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the theatre, the anesthesiologist gained access to the subclavian vein and threaded the guidewire through successfully. He then nicked the skin around the puncture site as is his normal practice before guiding the dilator over the guidewire already in situ to dilate the vessel prior to insertion of the catheter. He encountered more resistance than expected and withdrew the dilator. The patient started to bleed from the insertion site and local pressure was applied to the site to stem the bleeding. A new arrow central line was then inserted successfully at a new site without reported complications. The dilator tip was according to the client "split" when he removed it from the patient and he suspected a tear in the vein causing the bleeding. There was no reported delay or death as a result of this occurrence.